Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunctions "tightness test failed" and "flow sensor test failed" can lead to a delay in the therapy since the ventilator cannot be used. A fully functioning ventilator needs to be prepared. The root cause was determined to be an internal leakage, ambient valve and oxygen sensor were not properly tightened. Also, the o2 cell was close to expiration when the event occurred. The correction in this case was the replacement of the ambient valve and o2 cell. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event, while the medical device was prepared for treatment. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event.

Event description:
During preventive maintenance after after turning ventilator back on after watchdog alarm test, ventilator alarmed with tf's listed and safety ventilation.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunctions "tightness test failed" and "flow sensor test failed" can lead to a delay in the therapy since the ventilator cannot be used. A fully functioning ventilator needs to be prepared. The root cause was determined to be an internal leakage, ambient valve and oxygen sensor were not properly tightened. Also, the o2 cell was close to expiration when the event occurred. The correction in this case was the replacement of the ambient valve and o2 cell. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event, while the medical device was prepared for treatment. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event.

Event description:
During preventive maintenance after after turning ventilator back on after watchdog alarm test, ventilator alarmed with tf's listed and safety ventilation.